Manufacturer narrative:
Concomitant medical device: 5568 lead implanted (B)(6) 2012 .

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was exhibiting high and unstable thresholds. The lead was repositioned and remains in use. It was also reported that the left ventricular (lv) lead was exhibiting high thresholds and non-capture when in bipolar configuration. The lv lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.